Event description:
A patient received a freestyle reading around 100 mg/dl and then they were transported by ambulance to the hospital with comparison readings provided by an unknown brand of meter between 30-40 mg/dl. Customer was treated intravenously. Length of hospital stay was not provided by caller.